Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the actual device was received for evaluation containing 122 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device had been filled with flucloxacillin 8g + citrate buffer in 230 ml sodium chloride (nacl) 0.9% and connected to the patient¿s peripherally inserted central catheter (PICC line). The device was carried in a pouch around the patient's waist. There was no patient injury or medical intervention associated with this event. No additional information is available